Manufacturer narrative:
(B)(4). There was no reported pt involvement. The complaint is still under investigation. A f/u report will be submitted once the investigation is complete.

Event description:
The customer reported that the buttons on the device did not act as expected. When blood pressure is selected, the pacer turns on. However, if you select leads, it will do something completely different.